Event description:
It was reported that the pump starting leaking. As soon as it started leaking they took the pump out. The pump was infusing morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l59232, implanted: 2000-(B)(6), product type catheter. (B)(4)